Manufacturer narrative:
There were multiple possible lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7094618; medical device expiration date: 2022-04-30; device manufacture date: 2017-04-04. Medical device lot #: 7052677; medical device expiration date: 2022-02-28; device manufacture date: 2017-02-21. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use, it was noticed that the septum of a bd q-syte¿ luer access split-septum stand-alone device, was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: as this complaint was an MDR; DHR review was performed on lot number 7052677: 7052677 ¿ this lot number was built on qfa line 1, from february 21, 2017 thru february 23, 2017. 7094618 ¿ this lot number was built on qfa line 2, from april 9, 2017 thru april 12, 2017. Review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product the peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5699 rev 5 version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one unused q-syte unit from the lot number 7052677 or 7094618. The q-syte unit was permanently bonded to the extension set. Visual/microscopic examination: the septum was molded using the 16-cavity mold. Septum top disk was damage. Small piece of the septum was torn from the rim of the top body that goes down into the column wall. The residual septum material and adhesive deposits was evident on the rim of the top body. Investigation conclusion: root cause relationship of device to the reported incident: indeterminate ¿ the evaluation of the septum damage/defective locations revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process. The q-syte unit was permanently bonded to the extension set down stream after manufactured. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.

Event description:
It was reported that before use, it was noticed that the septum of a bd q-syte¿ luer access split-septum stand-alone device, was broken. There was no report of exposure, injury or medical intervention.